Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebq1031 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebq1031) have been reported from the same facility in (B)(6).

Event description:
It was reported that patient arrived at the oncology outpatient clinic with blood reflux in the groshong catheter. Clearance maneuvers were performed, resulting in a positive response to clearing. It was possible to keep the catheter patent. There was no pressure that could open the valve, according to the mother's report. The team that performed the insertion and maintenance had no change. The customer reported that this issue is frequent and thinks that the catheter valve is the problem. The sales rep says that the connector used by the hospital could be contributing to that - brand: la via. Manufactured by: wenzhou klf medical plastics co. Ltd. The customer also says the connector has neutral pression.